Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer¿s daughter reported that low glucose alarms did not sound, and her mother was going as low as 2.9 but she was not alerted of changes in her glucose level. As a result, the customer experienced an unspecified hypoglycemic episode event and was treated with oral glucagel by her daughter. There was no report of death or permanent injury associated with this event.